Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, post paced t-wave oversensing was observed. The recommended programming changes were made. The patient was stable after the changes and will continue to be monitored.